Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 450mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past several days. Troubleshooting was performed. The programming, time, and date were correct. Performed a fixed prime test and passed. Performed a high pressure test twice and the test failed. The customer's most recent glucose reading was 186 mg/dl, and she has treated with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.